Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported applying a pod while already admitted to the hospital for a reason unrelated to omnipod use, one day prior to a scheduled surgical procedure. The pod had reportedly been worn for approximately 4-24 hours when her blood glucose level increased to 378 mg/dl. Upon removal of the pod, the cannula was observed to be completely flat. As a result, the surgery was canceled. The patient received a single insulin injection and was subsequently discharged. The surgeon has not rescheduled the procedure pending clearance from the patient¿s endocrinologist, who is currently monitoring the patient¿s blood glucose levels on a weekly basis. No further medical intervention was reported in relation to this event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.